Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's wife reported that the insulin pump was squirting out insulin during manual priming. Caller reported that insulin continued to drip out after the manual prime process. Caller also reported that the insulin pump returned an error alarm. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.